Event description:
The following has been reported: device always shows air bubbles reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, changing the air sensor solved the problem and quality control has been passed. The air sensor and the associate board were found to be defective and were sent back to brézins for further investigation. During internal investigation, the air sensor was found to be in default, likely due to the degradation of a component on the air board. Therefore, the reported event is confirmed as it has been reproduced during testing and the root cause is likely due to a defective air sensor. This complaint was added in our trend for statistical follow up. Please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.